Event description:
It was reported that a leak was observed from the extended life transfer set when the roller clamp was closed. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h12b02032 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received but the evaluation has yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Sample evaluation and external/internal visual inspection was performed. Upon conclusion of the investigation, the cause of the reported problem was broken occluder feet for which the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.